Event description:
The patient reported receiving a therapy. Upon follow-up, it was determined that the lead experienced t-wave oversensing, which led to the delivery of an inappropriate therapy. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.